Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration was within specification. The qc for calcium was mostly within specification, with a few outliers on 17-feb-2025. The qc for urea was within specification. A general reagent issue was excluded. The alarm trace showed several "abnormal aspirations" and "sample short alarms". The lamp and cuvettes were replaced by the field service representative on 03-feb-2025 and the gear pump head was replaced on 18-feb-2025. He performed adjustments, decontaminated the wash station, and replaced the heat cut filter. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 6.8 mg/dl. The repeated result was 9.5 mg/dl. The sample was repeated due to the initial result being "out of range".